Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that fm was found inside the bd vacutainer® edta 2k.

Manufacturer narrative:
Date received by manufacturer is corrected to 10/20/2016.